Manufacturer narrative:
Device passed displacement test. Device was received with missing serial number label, cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. No moisture damage or leaks found inside reservoir compartment noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not see any cracks or damaged at reservoir but the reservoir was not fitting in tightly and reservoir was leaking. Troubleshooting was not performed for leaking. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.